Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed the reported pump stops and driveline disconnect alarm; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted x-ray images were unremarkable. The submitted system controller log file captured several pump stop events as well as one driveline disconnect alarm on 23feb2019 and 24feb2019. All of the pump stops and the driveline disconnect alarm occurred while the patient was supported by the power module and battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on 26feb2019 and the replaced portion was returned in a segment measuring approximately 20¿ along with an unattached black wire measuring approximately 1¿ (figure 1). Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. There was no damage to the silicone or bionate layers of the driveline. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, 4.5¿, 7¿, 10¿, 11¿, and 12¿ from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors (figure 2). Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s power module alarms section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 10 months 25 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was having low flow, low speed advisory, and driveline disconnect alarms while on power module. According to technical services the log files captured pump stops on (B)(6) 2019 and this type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. The patient was given x-rays and they showed no reason for concern. Tech services performed a perc lead repair approximately 3 inches from the exit site. After the patient was back on the grounded patient cable, there were noted pump stops. The clinical staff is working on a treatment plan. No additional information was reported.